Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer was treated with syringe . Customer declined to troubleshoot for high readings. The device settings were not correct. Customer also stated that insulin pump had pump error alarm but customer was able to clear the alarm and able to complete rewind. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, ozo-mmt-7008-snsr, unomed inf set.